Manufacturer narrative:
A batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Machine logs were reviewed and no issues were identified relating to the complaint. All preventive maintenance(pm's) were completed to schedule. No return product available to identify root cause. A non-conformance (nc) investigation was opened for this related issue; the investigation has been completed and closed. No additional action is required and the complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Brand name: securements. Initial reporter: affiliation, phone number, province and postal code: (B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting that, "the product cannot be unpacked sterile because the "back" of the product breaks - the paper breaks." Product was not used.